Event description:
Sm bowel resection. Problem-"g.i.a." Stapler was laced inside two openings of small bowel. The stapler closed locked and out in proper manner. When the device was opened there were no staples in place and no staple line. This resulted in the following to occur: 1. The bowel was cut and open. Bowel contents spilled into the abdomen. 2. A larger incision was needed to perform the needed exposure. Approx. 4-5" more. 3. A more extended bowel resection was performed because of the cut bowel.